Event description:
Per independent repair center statement, the customer stated problem was: alarming or red light. Problem confirmed: yes key failure: pilot valve defect caused unit alarm. Additional malfunction: sieve bed saturated.